Event description:
It was reported that patient had right knee revision due to instability.

Manufacturer narrative:
It was noted that no further information is available as per surgeon and hospital policy. The event cannot be confirmed based upon the limited information provided.